Event description:
Infusion pump with a failure code 500. The facility's representative stated there had been no patient incidents reported since the last baxter event. Although information was requested by baxter, no information was available regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use.